Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for return to the manufacturer for analysis. Imaging and medical reports were not provided. The event as described could not be confirmed. Additional information is being sought for the event and if more information is received, an analysis will be performed and a supplemental report will be submitted.

Event description:
It was reported that a patient woke up from their procedure "abnormal" with left sided arm and leg weakness. They were administered aspirin and plavix and their mrs score improved to 1.